Manufacturer narrative:
No pt present. This issue was resolved by advising the radiology department at the user facility to reduce the number of the slices archived in the exam series. The latest software upgrade version now supports the use of exams with more slices.

Event description:
Site reported that using spine 1.7 has resulted in the software crashing at various tasks in the software including loading the exam and selecting procedure type. This event did not occur during surgery and no pt was present.